Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient felt dizzy and passed out. The cgm was 100 mg/dl while the bg was 33 mg/dl. The daughters gave him four 4 grams of glucose tablets, a can of soda and he recovered after treatment. There was no documentation of further medical evaluation or intervention. The patient was in good condition during the call. Of note, the patient uses other integrated pump not in modified closed loop. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the initial MDR a correction is required. It was clarified that the patient didn't check values for comparison but the values that were provided (cgm 100 mg/dl; bg meter 33 mg/dl) were taken within the 10 day life of his g7 wearable. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.